Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the percutaneous lead (lead) severed approximately 3 inches from the pump housing. The severed portion of the lead was returned in two portions. The sealed inflow conduit and the sealed outflow graft, bend relief, and bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced driveline infection that was (B)(6). The infection had been ongoing for two years, and was previously unreported to the manufacturer. The patient underwent two debridement procedures and multiple courses of IV antibiotics. In between the IV antibiotics, the patient was kept in chronic oral antibiotic suppression. On (B)(6) 2017 the patient underwent a pump exchange due to a previously unreported driveline infection.